Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿large. The hemostatic valve was displaced. When flushing the vizigo sheath, the dilator was unable to be inserted into the sheath. Caller stated upon inspection, the hemostatic valve had been pushed in when inserting the sheath. When the sheath was replaced, the issue resolved. No patient consequences were reported. Hemostatic valve separation is MDR-reportable. Obstructed sheath is not MDR-reportable.

Manufacturer narrative:
On 14-jun-2022, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
On 21-jul-2022, the product investigation was completed. It was reported that an unknown patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿large. The hemostatic valve was displaced. Device evaluation details: visual analysis revealed that the hemostatic valve was dislodged inside the hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks suggest that excessive force or manipulation was applied due to an extreme off axis angle of insertion. Valve dislodgement occurs when extreme off axis angles are performed during insertion with the dilator, outside of what is recommended in the odp (optimal device performance guide). The dilator and a good known lab sample catheter were introduced through the sheath, and no obstruction or resistance was felt. The dilators outer diameter was measured, and dimensions were found within specifications. A device history record was performed for the finished device 00001956 number, and no internal action related to the complaint were found during the review. The issue reported by the customer was confirmed. The odp contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).